Event description:
It was reported that a lead migrated 2 cm inward. It was stated that this was an ongoing event and no action was taken. No further information was provided. If more information becomes available a supplemental report will be sent.

Event description:
Additional information indicated that the lead was replaced and the outcome was stated an resolved without sequelae on (B)(6) 2013. Less than three weeks later the signs and symptoms associated with the event were noted as loss of efficacy and increased incontinence episodes. X-ray assessment was performed on (B)(6) 2011 which revealed the lead migration.

Manufacturer narrative:
Product ID 3093-28, lot# v470212, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v470212, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).